Event description:
Additional information received indicated that the infection was related to previously treated hematoma. The patient experienced hematoma after falling down. It was reported that the fall was not related to the implant procedure or any of the implanted devices.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that on (B)(6) 2017 the patient fell while in the hospital, and developed a hematoma at the device implant site, which prolonged his hospitalization. The hematoma was treated with surgical evacuation and was resolved. It was later noted that the event was related to the fall and not to the implant procedure or any of the devices implanted.